Event description:
It was reported that the anesthesia system failed several subtests during system check out. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. A leakage was found mainly due to a cracked co2 absorber and leaking patient circuit. Also a slight leakage from man vent membrane was noticed. After replacing the affected parts, the anesthesia system passed the system check out and was cleared for clinical use without further issues. The replaced parts have not been returned but the received logs have recordings that would be generated based on the reported faults and findings.